Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump suspended insulin delivery overnight. Customer had blood glucose of over 400 mg/dl and found that cannula was bent. Customer changed infusion set. Customer's blood glucose dropped to 28 mg/d and paramedics were called. Customer was treated with IV and glucose. Troubleshooting was performed and customer believed that low blood glucose may have been due to stacking insulin while attempting to treat high blood glucose with bolus wizard and manual injection.